Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: may 8th, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: photo analysis of the photos provided by the customer was performed, photos 1-3 (intralase patient interface (pi) 1, intra pi 3 and intra pi 4) showed a zoomed in photo of the cone lens with debris and residue as well as a clear laser marking (thin line) and what appeared to be another "laser marking" or light reflection (thick line). Photos 4 and 5 (pre-existent cut 1 and pre-existent cut 2) showed a zoomed in photo of the cone lens with debris, residue and a clear single laser marking of a used product. Photo 6 (pre-existent cut 3) showed a monitor screen with an image of a single laser cut. The reported additional cuts prior to laser could not be confirmed through photo analysis. The product was received open at jjsv irvine; included were 4 patient interface cone assemblies within a plastic tube. The individual product components could not be associated with a corresponding lot numbers, complaint events, or complaint files. A visual inspection on the returned cone assemblies revealed residue, debris and a laser markings associated to product that was used during a procedure. The reported preexisting cuts could not be visualized. The reported issues were not confirmed. Additional information provided by supplier quality engineer regarding the manufacturing inspection process states "for ifs (ifs® advanced femtosecond laser system) pi, the lens undergoes 100% verification prior to assembly, and then 100% verification following the assembly and adhesive process. This verification process checks for chips, scratches, inclusions, cuts, and adhesive spill over onto the glass of the lens. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device; therefore, not explanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening the procedure pack, six patient interface (pi) devices were noted in which the cone glass containing the flap had cuts in addition to the side cut of the flap. The account indicated that it was highly probable that these additional cuts occurred prior to the laser irradiation. The flap itself, however, was not affected, and there were no patient injuries reported. No further information was provided. Note: this report is 6 of 6 reported.